Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to impedance issues. It was noted that the implantable cardioverter defibrillator (ICD) was also explanted and upgraded during this procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.